Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately into the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed on the dialyzer. The machine, a fresenius machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 250 ml. The patient has a blood flow rate (bfr) of 450 ml and is on auto-flow rate of two for dialysate. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional follow up from the clinical manager was received on 06/13/2018 reporting that the complaint device was discarded due to being unable to properly disinfect the dialyzer from the clotted blood. Plant investigation: the reported complaint was not confirmed as the complaint device was discarded and thus not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) and one approved nonconformance report (ncr) reported on the lot which was unrelated to the complaint event. Additionally, the lot was reworked, which was also unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should additional relevant information become available, a supplemental report will be submitted.